Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 12 mg/ml; unknown dose via an implantable pump. Indication for use was malignant pain. The date of the event was unknown. It was reported the patient experienced increased pain. A flipped pump was confirmed on (B)(6) 2016. A revision was performed (B)(6) 2016 to put the pump back in the proper position. The patient experienced withdrawal symptoms on (B)(6) 2016 following the pump revision. A dye study was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.